Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer required assistance from their spouse by providing glucose tablets, juice and carbohydrates to address bg level. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.